Manufacturer narrative:
Manufacturer reference no.:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced. The alarms were confirmed during a review of the event history log. Evaluation found continuity across the ultrasonic crystals, and the upstream sensor assembly. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the intensive care unit "when the unit was loaded with a primed line". It was also reported there was no patient involvement.